Manufacturer narrative:
The investigation was completed on (B)(6) 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31325539l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The device has been reported as discarded; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced vascular dissection. After mapping the coronary sinus with thermocool smarttouch sf catheter, by injecting the marshall vein with contrast product and using the fluoroscopy, the doctor observed that the coronary sinus was dissected. No shot was performed before the marshall vein injection. The procedure was able to be completed without patient consequence. Additional information was received on 15-jul-2024. Confirmed that there was a dissection of the coronary sinus. They were able to continue the procedure despite this. No error messages observed. No failure observed on the product. The procedure was completed successfully. Additional information was received on 30-jul-2024. The physician's opinion on the cause of this adverse event was procedure related. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event.